Event description:
It was reported that the devices wouldn¿t turn on and the patient programmer (pp) and implantable neurostimulator recharger (insr) weren¿t working. A problem with the pp was reported and it was unable to successfully sync with the implantable neurostimulator (ins). It would not make adjustments with or without the antenna attached. It was unable to be determined what kind of screen the patient was seeing but it would not communicate successfully even using the insr. It was noted the implantable neurostimulator might be discharged. It was noted the patient tried to use it the day prior to the report and the batteries were replaced the week prior to the report. It was noted the patient had dementia. The last time the patient successfully recharged was two weeks prior to the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).